Manufacturer narrative:
Reasonable attempts were made to contact the user facility, however, no additional information was provided. Should additional information be reported, a follow up MDR will be filed. The user facility did not respond to requests by lumenis for service, therefore, the subject device was not evaluated.

Event description:
It was reported that a patient sustained burns of unreported degree on the shoulder and arms resulting in hypopigmentation after hair removal treatment with a lightsheer et laser.